Event description:
Initial calcium result of 12.3 mg/dl was repeated and recovered 10.2 mg/dl. Incorrect result was not used to provide patient treatment. Field service representative replaced the wash station and the syringe two way valves. Precision check test and quality control material was run and recovered within stated manufacturer's range.